Event description:
It was reported that the customer was hospitalized with a high blood glucose of 403 mg/dl, nausea and vomiting. The caller stated that there may have been an infection as well. The caller also stated that there was a crack on the infusion set tubing, causing insulin to leak. Troubleshooting was performed, and the insulin pump passed the high pressure test. However, the customer was not comfortable with the insulin pump. Advised that it would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarms during the displacement test due to a problem with the interface board. Unable to perform functional testing, including the displacement, prime, basic occlusion, occlusion and no delivery tests due to the alarms. The unit had cracked battery tube threads, reservoir tube lip, scratched reservoir tube window and lcd window.